Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that a helium regulator, helium transducer, and helium multiple tubing assy were ordered. In order to fix the issue, the fse replaced those parts. Then, the fse stated that the unit was exorcised to no fail. A full calibration was performed and the unit was tested. The unit worked to the manufacturer¿s specs and was returned to the customer and cleared for clinical use. The removed helium regulator was returned to the failure analysis and testing(fat) department for investigation. The helium regulator was installed as per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the helium regulator into the cardiosave test fixture and verified the leak as per factory specifications per procedure and the cardiosave service manual. Helium transducer regulator tested to reveal a major leak in the regulator. Helium regulator will be held in the fat dept. Per procedure. The removed pressure transducer 3500 was returned to the failure analysis and testing(fat) department for investigation. The pressure transducer 3500 was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the pressure transducer 3500 into the cardiosave test fixture and could not verify the leak as per factory specifications per procedure and the cardiosave service manual. Pressure transducer 3500 will be held in the fat dept. Per procedure. The removed helium tubing was returned to the failure analysis and testing(fat) department for investigation. The helium tubing was unable to be installed as per the cardiosave service manual due to visual damage. The failure analysis and testing dept. Could not install the helium tubing into the cardiosave test fixture and verified the leak as per factory specifications per procedure and the cardiosave service manual. Helium tubing will be held in the fat dept. Per procedure.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was also reported that the hose to the system had a kink. There was no patient involvement.